Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets in the half height cubie drawer were not loaded with medication. The field service engineer loaded the medication into the cubie drawer and verified that the medstation is fully functional. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, certain medications are not identified by the machine. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.